Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available. No additional information is available.